Manufacturer narrative:
The reported event premature release was confirmed. As received, a complete catheter was returned in one piece. Visual inspection found the tether knob was in aligned position, but the bullets were misaligned. X-ray examination found the release tether slipped from the release screw. The cause of the reported event was due to slipped tether.

Event description:
Related manufacturer reference number: 2017865-2023-36273. It was reported the patient presented for a leadless pacemaker (lp) implant. During implant, when screwed into the initial location, rotation was difficult. The pacing impedance was low and the capture threshold was high. The lp was unscrewed and repositioned. During repositioning, the lp prematurely released from the delivery catheter but remained in the protective sleeve. A retrieval catheter was inserted. The protective sleeve was pulled back to purposefully release the lp to migrate to the atrium where the retrieval catheter successfully captured it. The lp was removed without issue and replaced with a new delivery catheter and lp. The patient was stable.